Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with the serial number label missing and moisture damage on the motor and force sensor. The pump was received without the original battery cap. Unable to verify battery cap damage. (B)(4).

Event description:
The customer reported via phone call that they went into the water and there was fluid in the battery compartment. The customer¿s blood glucose was unknown. Customer stated that the o ring was in place and free of debris. Customer stated that battery cap was damaged. Troubleshooting was provided for moisture exposure. Customer was advised to insert new or fully charged aa battery and tighten battery cap. Customer stated that the home screen appeared on the display. Customer reported moisture in the screen affecting the clarity and view. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.